Manufacturer narrative:
Concomitant products: 5076 lead, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Also analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.